Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal ') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cerebrovascular accident (seriousness criterion medically significant), asthenia ("heavy asthenia"), myalgia ("muscular pains"), arthralgia ("disabling joint pains"), onychalgia ("feeling of burns and heavy pains under the nails"), irritable bowel syndrome ("irritable bowel syndrome"), toothache ("dental pain"), amnesia ("memory loss") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the cerebrovascular accident, asthenia, irritable bowel syndrome and amnesia outcome was unknown, the myalgia and arthralgia was resolving and the onychalgia, toothache and alopecia had resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, asthenia, cerebrovascular accident, irritable bowel syndrome, medical device removal, myalgia, onychalgia and toothache with essure. The reporter commented: period of occurrence: 2015-2018. Assault course to made recognize my symptoms. Nothing in analyses. All examinations were negative. Psychologic following to accept pains and permanent fatigue, but everything goes since the removal. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.